Event description:
It was reported in a clinical trial that a procedure was done to treat a left internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion. The procedure was completed in 70min with a successful implantation of the flow diverter with complete coverage of the target aneurysm and no device deficiencies were noted. 7 days post procedure, the patient reported pain was radiating up her right arm to her arm pit. Patient denied swelling, discoloration, arm temperature change and will receive electromyelograph (emg) in future. There was right radial artery access and subsequent right arm pain. Site reported possible relation of the event to the catheter and subject micro catheter.

Manufacturer narrative:
2 of 2 reports : device is not available to manufacturer.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject reports pain that is radiating up her right arm to her arm pit. She denies swelling, discoloration, arm temperature change. The patient will receive electromyelograph (emg) in future. There was right radial artery access. Subsequent right arm pain. The subject was treated with methylprednisone 4mg (as needed) and gabapentin 300mg (bid). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported "patient complications" in this complaint.

Event description:
It was reported in a clinical trial that a procedure was done to treat a left internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion. The procedure was completed in 70min with a successful implantation of the flow diverter with complete coverage of the target aneurysm and no device deficiencies were noted. 7 days post procedure, the patient reported pain was radiating up her right arm to her arm pit. Patient denied swelling, discoloration, arm temperature change and will receive electromyelograph (emg) in future. There was right radial artery access and subsequent right arm pain. Site reported possible relation of the event to the catheter and subject micro catheter.